Event description:
It was reported that the procedure was to treat a lesion in the 5mm left superficial femoral artery (sfa) with heavy calcification. The vessel was prepared with a 6 mm .035 balloon at nominal pressure for 2 minutes. The supera self expanding stent system (sess) was advanced and the stent was fully deployed; however, it was noted that the stent did not release from the sess as the deployment lock was not unlocked and thumb slide was advanced to the most distal position on the handle. This elongated the stent into the sheath. The sess was removed but the deployed stent was removed with the sess. Another same size supera sess was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the stent was fully deployed but it was not released from the delivery catheter before removal of the device as the deployment lock was not unlocked and thumb slide advanced to the most distal position on the handle. It should be noted that the supera peripheral stent system instructions for use (IFU) states: while maintaining increased magnification from step 3, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the distal most position on the handle. Important: confirm under fluoroscopy that the entire supera stent has emerged from the outer sheath and is released. The deviation of the IFU appears to have caused the reported difficulties. The investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as the deployment lock was not unlocked and thumb slide was not advanced to the most distal position on the handle; thus during removal resulted in the reported stretched stent and the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.